Event description:
Six years post-op pt complained of pain in their left knee, requiring revision and replacment. At revision it was discovered that the tibial tray had broken at the posterior, medial corner.